Event description:
It was reported that the patient experienced the stimulation of their spinal cord stimulator (scs) system turning off by itself causing inadequate stimulation and her pre-existing pain to return. The remote control was replaced in an attempt to resolve the issue, however the difficulty continued, and has begun experiencing difficulty charging. A database analysis was completed and no anomalies were found. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient is doing well post operatively.

Manufacturer narrative:
Section a. Patient information: no additional information available.

Event description:
It was reported that the patient experienced the stimulation of their spinal cord stimulator (scs) system turning off by itself causing inadequate stimulation and her pre existing pain to return. The remote control was replaced in an attempt to resolve the issue, however the difficulty continued, and has begun experiencing difficulty charging. A database analysis was completed and no anomalies were found. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient is doing well post operatively.

Manufacturer narrative:
The device was returned, analyzed, the ipg exhibited typical characteristics during both visual and functional assessments. It was successfully recharged within a four-hour cycle, and an analysis of the devices' data logs did not show any anomalies related to premature battery depletion. However, a review of the charging log revealed two issues that contributed to difficulties in charging or longer charging times than expected, potential misalignment of the charger with the ipg, which may have led to lower than expected charging current, and possible misalignment or poor ventilation, causing the charging process to halt once a temperature limit was reached. These factors are known to complicate charging when users do not adhere to the instructions for use (IFU). A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, can result in ineffective pain control, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, persistent pain at the ipg or lead site are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause of failure to follow instructions.